Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances are between 129-132 ohms. At this time, the rv lead remains in service. The lead was reprogrammed and the patient is being monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
Additional information was received that this lead exhibited high thresholds. This lead was then surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
This report is being filed to provide additional information. This rv lead continues to exhibit high out of range shock impedances, but now has increased pace impedances and poor sensing as well. Values for pace impedances are still within normal limits. Further evaluation was recommended by boston scientific technical services (ts) as a lead issue is suspected. At this time, the lead remains in service. No adverse patient effects were reported.